Event description:
The customer reported that they did an op check at 150 joules and the device showed that 5 joules were delivered. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.